Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing an aortic valve replacement procedure. Placement of a return cannula was occurring when resistance was met during advancement of the cannula, which was then advanced without its introducer. When cardiopulmonary bypass was initiated. The line pressures were high and there was minimal flow. The 23 fr cannula was removed, and a 21 fr cannula was replaced. A dye injection revealed an iliac artery dissection. Femoral cannulation was abandoned, and the aorta was cannulated directly. The case proceeded uneventfully, and there were no sequelae from this event.